Manufacturer narrative:
Medtronic notifies you of this event upon becoming aware of it, even though the event may have occurred prior to that date. Please be informed that this information is collected via one hospital clinical service (this is not a clinical study). Medtronic is not the owner of the data, and does not have access to information that the site has not entered into the one hospital clinical service database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported three days following implant of an evolut fx, 29 millimeter valve, a permanent pacemaker was implanted for an unknown reason. The patient was discharged to home on the eighth post-operative day. No patient complications have been reported as a result of this event.